Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of and angiojet zelante thrombectomy with an unknown guidewire. The pump, shaft, and tip were microscopically examined and it was observed there that the inner lumen at the tip of the catheter was damaged and kinked and noticed that the hypotube was bent also. A functional test was done by inserting 0.035 lab stock guidewire into the device, the guidewire would not go through the damaged lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the left iliofemoral vein. The device and unspecified .035 wire were advanced to the lesion; however it was noted that there was an issue at the distal end by the distal marker band, of the device, that was prohibiting the wire to go through. The catheter could not be advanced on to the wire and it seemed as though it did get stuck in the distal marker band. The device was removed and balloon angioplasty was performed. There were no patient complications and the patient condition was noted as fine.